Event description:
Readings of 398 & 120 mg/dl completed within 10 mins on one adc meter. Tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.